Event description:
Reported discrepant flu b results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient tested negative for flu b with 1 sofia analyzer and positive for flu b upon repeat testing with another sofia analyzer. No confirmatory testing had been completed. An additional patient event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: customer's issue resolved during troubleshooting. Root cause: resolved at intake. Source: phone.